Event description:
Info received indicates two of the locking casters are worn and not holding as well as they could.

Manufacturer narrative:
The tech replaced the four locking casters to repair the chair.